Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. System check was performed by tandem technical support (tts), reportedly customer is loading old insulin from old cartridge's into new vials and reusing insulin in a new cartridge. Tts informed the customer that using residual insulin and reusing insulin is off label per tandem user guide. Customer changed the pump supplies and resumed insulin delivery. Customer's blood glucose was 190-400 mg/dl.